Manufacturer narrative:
The purpose of this follow up is to state the date of (B)(6) 2020 for the initial submission in section b4.

Manufacturer narrative:
Complaint received without pertinent information. If additional information becomes available, this complaint can be re-evaluated. (B)(6) 2020. Patient information, dates of event and report, device information, implant and explant dates, and manufacturing date are unknown.

Event description:
As per complaint (B)(4), during a clinical procedure a dental implant failed to achieve primary stability and was removed.